Manufacturer narrative:
This rfg2 generator is expected to be returned for investigation. Should additional information become available a supplemental report will be submitted. (B)(4).

Event description:
The patient was prepped, intubated and placed under general anesthesia. A closurefast catheter cable tip broke off in the receptor of the rfg2 generator. The staff was unable to connect another catheter cable. The procedure was aborted and the patient was rescheduled. The procedure was completed successfully on (B)(6) 2015.

Manufacturer narrative:
Repair and analysis of the generator was completed. The event of a broken connector within the inlet port of the generator has been confirmed. During repair the rf isothermal cable and lcd display were replaced. The technique used during insertion of the catheter could not be analyzed.